Event description:
It was reported, "right hip replacement (B)(6) 2002 at (B)(6), a 56mm hemispherical trident cup was inserted, and 32mm ceramic liner implanted and a -4 mm 32mm alumina head on an abg 11 size 4 stem, pt presented with pain and squeaking (B)(6) 2001 we implanted a poly liner 36mm, a universal sleeve, v40 -2.5 with a biolox delta universal head, 36mm.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.